Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information investigation summary service and repair evaluation: the customer reported that it was reported that the powered driver had an unknown allegation. The issue was observed during preventative maintenance prior to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided . The repair technician reported that discolored vent, cracked contact plate, cosmetics test failed, motor goes intermittent in fast forward and does not run in reverse condition ,discolored wires, rust on motor, debris on barriers, rust on nose cone, damaged switch plate .,scrapping housing due to patina damaged . The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 27-march -2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 003655 supplier lot# 003655 release to warehouse date: 20 aug 2010 supplier: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the powered driver had an unknown allegation. The issue was observed during preventative maintenance prior to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.